Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was failing calibration for an error 80 (non-recoverable system error). A check of the diagnostics showed a failed mixing pump. Biomed requested a quote for the 2000-hour service and a loaner. As per sample evaluation results received on (B)(6) 2023, the root cause of the reported issue was due to a failed mixing pump. It was reported that the double bend tube and the chiller evaporator outlet tube found expanded during servicing. It was noted that the double bend tube and chiller evaporator outlet tube were replaced.

Event description:
It was reported that the arctic sun device was failing calibration for an error 80 (non-recoverable system error). A check of the diagnostics showed a failed mixing pump. Biomed requested a quote for the 2000-hour service and a loaner. As per sample evaluation results received on 05jan2023, the root cause of the reported issue was due to a failed mixing pump. It was reported that the double bend tube and the chiller evaporator outlet tube found expanded during servicing. It was noted that the double bend tube and chiller evaporator outlet tube were replaced.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.